Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge. The receiver download was retrieved failed. Receiver functional tester: passed all relevant testing. The device was opened for inspection. The customer's complaint was confirmed because we found defective battery with cracked controller chip. The reported event of the device ceased to function was confirmed. The probable cause is determined to be a defective battery.

Manufacturer narrative:
(B)(4).